Event description:
It was reported that during a gastric bypass procedure, the device would cut but stapled partially. When the surgeon used the sixth gold cartridge, in activating the stapler, this one moved back and partially stapled. No section issue. No more detail available. The surgeon performed his procedure using this device with another cartridge. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned in good visual condition and with one ecr60d cartridge reload loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that all cartridges are inspected 100% for staple presence by an (B)(4). In addition a sample of the batch is inspected at (B)(4) to ensure the device meets the require specifications prior to shipments.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.